Manufacturer narrative:
The reported customer complaint of the anchor getting stuck on the driver and wing/fin broken during the surgery was confirmed. A visual examination of the returned used device item ckp-3500, found outer body anchor still attached to the shaft. The device trigger was all pressed in and the anchor inner body was detached from the outer body. The examination was performed per assembly print and no other discrepancies were noted. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 32 complaints, regarding 34 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to avoid lateral loading while inserting the poplok knotless suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of the device. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported an issue with the 3.5mm poplok suture anchor, item # ckp-3500, lot 1081182 that occurred at (B)(6) hospital, on (B)(6) 2020 during a rotator cuff repair using both a y-knot on the medial row and poplock on the lateral row. Surgical procedure involved a (B)(6) year old female. It was reported that when the surgeon wanted to impact the poplock anchor, the "pop" was not very strong, not as usual. The anchor stayed on the inserter and came out with it. Only one fin was visible and out. The threads were well locked in the anchor because the inner piston was well reassembled. The surgeon was able to remove the anchor from the patient's joint, detach it from the inserter by pulling with pliers (because the red wheel was blocked) and break it so that the wires could be released from its first row (another y-knot). Then he was able to drop another anchor. The surgery was successfully completed using another poplock 4.5mm anchor but with a reported 5-minute delay. It is indicated there was no impact or injury to the patient, however the surgeon didn't find any other fin in the patient, and it is unknown if it remained in the pre-anchor hole. It was confirmed that only one fin was visible when the anchor has been pulled out. This report is being raised on the basis of injury as it is unknown if the fragmented fin was left in the patient.